Event description:
It was reported that the bd micro-fine¿+ pen needle was difficult to remove from the cap. The following information was provided by the initial reporter, translated from chinese: "the patient purchased a disposable injection pen needle from our hospital on (B)(6) 2021. When using this needle for injection, it cannot be taken out from the needle cap, and it cannot be used if the same batch of needles are replaced with the same package. If the needle is replaced with another packaged needle, it can be used. The subcutaneous injection of insulin was successful and no adverse events were caused to the patient."

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. DHR was reviewed and there were not any qns or other events that could be related to this complaint. 7 retain samples of this batch are tested on inner shield pull force, all the results are within specification. H3 other text : see h10.

Event description:
It was reported that the bd micro-fine¿+ pen needle was difficult to remove from the cap. The following information was provided by the initial reporter, translated from chinese: "the patient purchased a disposable injection pen needle from our hospital on (B)(6) 2021. When using this needle for injection, it cannot be taken out from the needle cap, and it cannot be used if the same batch of needles are replaced with the same package. If the needle is replaced with another packaged needle, it can be used. The subcutaneous injection of insulin was successful and no adverse events were caused to the patient.".